Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gi bleed is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the night of (B)(6) 2019, the patient experienced severe abdominal pain. The patient was hospitalized in the intensive care unit due to bleeding on intestine. On (B)(6) 2019 patient was discharged from hospital. Duodopa treatment was still ongoing.